Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that buttons were harder to press and have to be pressed more than once. Customer¿s blood glucose was unknown. Customer stated that insulin pump rejected the battery, had scratches on screen, near battery icon as well as backlight has dimmed, chips in threads of reservoir port. Customer mentioned that motor sometimes grinds and screeches. Insulin pump will not be returned for analysis.